Event description:
This patient underwent a coil embolization assisted with an enterprise stent. After enterprise stent was deployed, the physician left the enterprise delivery wire during the coiling procedure for support. When the physician had completed, the procedure, the delivery wire, but the uneven part of the wire (for loading enterprise stent) became stuck with the coil. At this time, thrombosis occurred. Although reopro 24mg was administered, thrombus was still left over after 10 minutes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.